Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used in the femoral artery and worked perfectly fine on the table; however, sometime after the procedure, the patient had to undergo surgery procedure because it turned out that part of the polyethylene glycol (peg) plug was inside the blood vessel and the other part was outside the vessel. In addition, in between the plug in the vessel and the vessel wall a thrombus formed, which in consequence occluded the vessel. The patient was fine. The physician is mynx control certified and has always used the device perfectly. The device storage temperature did not exceed 25 °c. The mynx vcd was used after a stent percutaneous transluminal angioplasty (pta) in the stenosed superficial femoral artery (sfa). A contralateral approach was not used to treat the sfa. A femoral access approach was used for the stenting and pta of the sfa. The puncture went very well. 1 puncture and access to the vessel was successful. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant was deployed the same way as many times before: once the balloon was at the inner vessel wall and the tension indicator was in one line, the first button was pressed. Button #1 was fully depressed. The complete closure process went as usual for the physician. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The patient's hospitalization extended as a result of the event. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) was used in the femoral artery and worked perfectly fine on the table; however, sometime after the procedure, the patient had to undergo surgery procedure because it turned out that part of the polyethylene glycol (peg) plug was inside the blood vessel and the other part was outside the vessel. In addition, in between the plug in the vessel and the vessel wall a thrombus formed, which in consequence occluded the vessel. The patient was fine. The physician is mynx control certified and has always used the device perfectly. The device storage temperature did not exceed 25 °c. The mynx vcd was used after a stent percutaneous transluminal angioplasty (pta) in the stenosed superficial femoral artery (sfa). A contralateral approach was not used to treat the sfa. A femoral access approach was used for the stenting and pta of the sfa. The puncture went very well. One puncture and access to the vessel was successful. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant was deployed the same way as many times before: once the balloon was at the inner vessel wall and the tension indicator was in one line, the first button was pressed. Button #1 was fully depressed. The complete closure process went as usual for the physician. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The patient's hospitalization extended as a result of the event. The product was not returned for analysis. A product history record (phr) review of lot: f2111601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular)¿ and ¿thrombus¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Thrombus formation is a natural process that is activated by the bodies hemostatic process in an uninjured or slightly injured vessel and does not represent a device malfunction. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used and worked perfectly fine on the table; however, sometime after the procedure, the patient had to undergo surgery procedure because it turned out that part of the polyethylene glycol (peg) plug was inside the blood vessel and the other part was outside the vessel. In addition, in between the plug in the vessel and the vessel wall a thrombus formed, which in consequence occluded the vessel. The patient was fine. The physician is mynx control certified and has always used the device perfectly. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a stent pta sfa. The puncture went very well. 1 puncture and access to the vessel was successful. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant was deployed the same way as many times before: once the balloon was at the inner vessel wall and the tension indicator was in one line, the first button was pressed. Button #1 was fully depressed. The complete closure process went as usual for the physician. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The patient's hospitalization extended as a result of the event. The device will not be returned for evaluation.